Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that it was unknown at this time if the vibrations were coming from the implant/implant pocket. The patient stated the cause was not determined but 2 MRI's had been ordered. It was unknown what steps would be taken and the issue was not resolved at the time of the report.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they were having big problems with the unit. Patient said they had vibrations/electrical shocks going down from their hip down to their feet and through their left arm since thursday. Agent asked, patient said the shocks were not the normal stimulation they usually felt. Patient confirmed they had turned stimulation off, but the shocking was still going on. Patient denied any falls or trauma to the area of the implant. Patient unlocked controller during the call and reported no device found. Patient tried to connect with recharger and reported controller 60%, implant 60%. Patient hit the x in the top corner of the screen and confirmed stimulation was off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were traveling today and would call the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.